Event description:
Boston scientific received information that a few hours post implant, the patient implanted with this right ventricular (rv) lead complained of chest pain upon inspiration. Associated with this was an increase in threshold measurement and diaphragmatic stimulation. A transthoracic echocardiogram showed some pericardial effusion and an x-ray confirmed that the lead had dislodged from its initial position. A revision procedure was performed to reposition the lead. The lead remains in service and no additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.